Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. (Gold)motor passed motor test. All operating currents are normal, no unexpected low battery, off no power or battery indicator anomaly noted. Pump received with scratched lcd window, crack case on all four corners near display window, crack reservoir tube window and reservoir, broken reservoir tube lip, crack battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.